Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of a right inguinal hernia with implant of a perfix plug to repair the hernia defect. On (B)(6) 2014 - the patient underwent surgery to repair the recurrent hernia and remove the perfix plug after the perfix plug allegedly failed. The defective perfix plug had migrated from its original placement location, causing a tourniquet effect of the right spermatic artery and vein. The patient was injured severely and permanently. On (B)(6) 2015 - the patient developed right testicular atrophy as a result of the alleged defective perfix plug, which required an additional surgery to remove his right testicle. The attorney alleges the patient has suffered and will continue physical pain.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, no conclusions can be made. The patient with a complex medical history of congenital inguinal hernia and undescended testicle surgical repair was implanted with a perfix plug for the repair of a right inguinal hernia. Due to pain in the right inguinal area, three years post implant the patient underwent a right groin exploration procedure. The mesh was noted to have migrated and was removed. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of a right inguinal hernia with implant of a perfix plug to repair the hernia defect. (B)(6) 2014 - the patient underwent surgery to repair the recurrent hernia and remove the perfix plug after the perfix plug allegedly failed. The defective perfix plug had migrated from its original placement location, causing a tourniquet effect of the right spermatic artery and vein. The patient was injured severely and permanently. (B)(6) 2015 - the patient developed right testicular atrophy as a result of the alleged defective perfix plug, which required an additional surgery to remove his right testicle. The attorney alleges the patient has suffered and will continue physical pain. Addendum per additional information provided: (B)(6) 2011 - patient with complex inguinal hernia history, was diagnosed with right inguinal hernia and underwent open repair with implant of mesh. Per operative notes, ¿the spermatic cord was mobilized, skeletonized without identification of the hernia sac. A perfix plug was tacked to the floor medially.¿ (B)(6) 2012 to (B)(6) 2013 - patient had multiple post-operative visits due to pain in the right groin region and was prescribed with medications and referred for a pain management plan. Scar tissue from previous surgery was reported to cause overstimulation of right groin nerves. (B)(6) 2013 - patient underwent right genitofemoral nerve block. (B)(6) 2013 - patient underwent pulsed radiofrequency denervation. (B)(6) 2013 to (B)(6) 2014 - patient had multiple visits due to right inguinal pain and was prescribed with pain medications. (B)(6) 2014 - patient underwent right groin exploration and removal of previously implanted mesh. Per operative notes, ¿the mesh had been placed anterior to the spermatic cord. We did identify the creation of the internal inguinal ring with the tails of the mesh." The perfix plug was removed completely. It was noted that the perfix plug had migrated from its original placement location to the external inguinal ring, causing a tourniquet effect on the right spermatic artery and vein. (B)(6) 2015 -patient developed right testicular atrophy, requiring right orchiectomy. It was noted by surgical consultant that the atrophy was the direct result of the initial inguinal hernia repair and subsequent operation in 2014 to remove the prosthetic mesh. ¿the combination of these two operations resulted in disruptions of important collateral arteries to the testicle, leading to inadequate blood supply to the right testicle and ultimately, atrophy of that testicle.¿ attorney alleges that the patient suffered adhesions, loss of testicle, mesh migration, nerve damage, pain, edema, fertility impairment and emotional injuries.